Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is flashing its red asi and that the AED would not power on with their dbp-1400 battery pack serial number (B)(6). They reported their AED would power on with a spare battery and that this did not occur during patient use.